Manufacturer narrative:
Concomitant medical products: product ID: 37751, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that it had been completely discharged in about a month. They now see a symbol and has tried to established connection but the battery won't charge. Additional information received reported the patient had personal issues which led to them not giving any attention to their battery. Actions taken included guiding them through physician mode. It was reported that the battery was now on again but lost 2/3 programmed groups.